Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.